Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead helix would not extend and was turned many times. As a result, high impedances were observed. The cause of the observation was thought to be due to a fracture in the lead. As a result, the rv lead was not implanted. Another lead was successfully implanted. No additional adverse patient effects were reported.